Manufacturer narrative:
(B)(4). Evaluation: method (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the same work order. Conclusions (no conclusion can be drawn): the product pertaining to this claim was discarded. Based on complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single plate lens and the lens tore. There was patient contact, but no injury. Another same model and size lens was implanted. The lens was discarded.